Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic rectum resection procedure, the trocar was used as main working channel. A harmonic, endoscopic graspers (od 5mm) and clip appliers were inserted multiple times during procedure. Most of time when these instruments were extracted from abdominal cavity the trocar valves remained open and let gas escape. Surgeon tapped trocar to get valves closed. This happened multiple times during operation. There were no adverse consequences for the patient. Additional information was received: the device was leaking from the seal area.